Event description:
Event description cpi received information that this atrial bipolar lead was removed due to exit block and sensing failure. The transvenous defibrillation lead exhibited loss of capture and poor sensing. The sensing portion of the lead was capped and a new sensing lead implanted.